Event description:
Complainant alleged that while treating a pt the device discharged once at 120 joules, a second time at 150 joules appropriately; however, on the third attempt to discharge the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.